Event description:
Ta ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, fluttering pressure was observed. The sensor pca was replaced to address the issue.